Manufacturer narrative:
The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The returned instrument (storz forceps, manufactured in 2016) showed a fracture on the lower fixed jaw. The examination revealed severe wear on the teeth and corrosion on the mating surfaces. The product had been in use for around 9 years and was therefore probably beyond its recommended life cycle. The analysis shows that the fracture was most likely caused by a combination of material fatigue (age), corrosion due to repeated reprocessing, and possible mechanical overload. Microcracks caused by corrosion may have further contributed to the fracture. The breakage is not attributable to a single defect, but to the cumulative effect of age, corrosion, and stressing conjunction with possible user error due to insufficient monitoring and exceeding the recommended service life. The IFU expressly points out the need for regular inspections and the effects of repeated reprocessing on service life. The traces of corrosion found and the extended use beyond the recommended service life indicate that these specifications were not fully complied with. The complaint history did not reveal any pickup in similar complaints, no trend was identified the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, broke during use. No negative impact in state of health reported.